Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 9-july-2021 received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Imary operative notes (B)(6) 2017 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and competitor cement was utilized. The surgery was completed without indication of complication by the surgeon. On (B)(6) 2021, the patient had a revision right total knee arthroplasty to address aseptic loosening, right total knee. The indications for surgery included pain and loss of motion and function. During the procedure the surgeon noted that the tibial tray was grossly loose at the tray/cement interface. The femoral and insert components were revised without allegation of deficiency. Competitor components were implanted during this procedure doi: (B)(6) 2017 dor: (B)(6) 2021 right knee.